Event description:
It was reported at the beginning a right-sided atrial flutter case, an air embolism was noticed. Caller reported the physician saw the embolism on fluoroscopy. Caller reported that no medical intervention was needed. The patient was reported to be in stable condition. Additional information received stated that prior to the use of the biosense webster, inc. Products, an air embolism was detected via fluoroscopy. The physician's opinion regarding the cause of the adverse event is that the sheath that was given to him was different than the one he expected. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).